Event description:
It was reported that during a follow up visit, this right atrial (ra) lead exhibited high pacing thresholds. The physician suspected cause to be due to a micro dislodgement of the ra lead. Technical services (ts) recommended for chest xray images to be performed to further evaluate the lead. It was noted that the physician was unable to confirm the dislodgement and reprogrammed the lead to resolve the observed threshold issues. At this time, the ra lead remains in service. No adverse patient effects were reported.